Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v466495, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient was implanted a week prior to the report and was given a new device. The new device did not really work and at the hospital, a manufacturer representative tried to turn it on, kept fiddling around, removed and replaced the batteries, and finally it started working. It worked a little bit, but not enough to control the patient¿s symptoms like it should. The morning of the report, the patient went to her healthcare provider and the device did not come on like it should. The patient couldn¿t feel stimulation and they couldn¿t get her patient programmer to work. A manufacturer representative kept working and working and finally got it turned on. The patient¿s device was working, she felt stimulation, and she didn¿t need any adjustments. However, the patient wasn¿t sure if she was able to turn stimulation up if needed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.